Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by b kerens, m.g.m schotanus, b. Boonen, p. Boog, p.j. Emans, h. Lacroix, and n.p. Kort. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that underwent a revision procedure approximately three years post-implantation due to tibial loosening. All components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided:

Event description:
Information was received based on review of a journal article titled, "cementless versus cemented oxford unicompartmental knee arthroplasty: early results of a non-designer user group" which aimed to examine the differences of tibial radiolucent line between cementless and cemented implants and to investigate the survival rate by comparing the perioperative data and clinical results. A patient was identified in the article that underwent a revision procedure approximately 1.5 years post-implantation due to tibial loosening. All components were removed and replaced with total knee components. There has been no further information provided and the patient outcome is unknown.